Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(4), batch: (B)(4). No further information has been obtained regarding the location of the leads despite good faith efforts. The device was not returned for analysis and the complaint as reported could not be confirmed. The product record review revealed no additional information related to the complaint. Therefore, this investigation is unable to determine a probable cause for the complaint and the conclusion cannot be established.

Event description:
It was reported that the patients leads displayed high impedances on multiple contacts. The patient was initially reprogrammed around the high impedances, however, still experienced inadequate stimulation. In addition, the patient experienced a fizzing sensation down the right leg. The patient underwent a lead revision procedure where both leads were replaced. Post-operatively the patient is recovering. It was identified during the procedure that there was lead damage, possibly due to the sutures anchoring the leads too tightly.

Event description:
It was reported that the patient's leads displayed high impedances on multiple contacts. The patient was initially reprogrammed around the high impedances, however, still experienced inadequate stimulation. In addition, the patient experienced a fizzing sensation down the right leg. The patient underwent a lead revision procedure where both leads were replaced. It was identified during the procedure that there was lead damage, possibly due to the suture anchors being too tight around the leads. Both leads were replaced and the patient is recovering.

Manufacturer narrative:
Correction to the initial MDR in block h10; h10 should have included the clik anchor and stated; additional suspect medical device component involved in the event: product family: scs-lead fixation. Upn: n/I. Model : n/I. Serial : n/I. Lot: n/I. The returned leads were analyzed and the complaint was confirmed. Lead sc-2218-50 sn (B)(6): visual, microscope, and x-ray inspection of the lead revealed that all the cables were completely broken at the bent/kinked location of the lead where the sutures are anchored. The fracture appears to be due to fatigue and excessive mechanical force. Lead sc-2218-50 sn (B)(6): visual, microscope, and x-ray inspection of the lead revealed that all cables are completely broken at the bent/kinked location of the lead. The bent/kinked location is 1 cm from the set screw mark of the clik anchor. There are no exposed cables at the clik anchor site fracture location. The lead was kinked after it exits the clik anchor resulting in the reported complaint. The fracture appears to be due to fatigue and excessive mechanical force causing the cable fractures right at the anchor point. Additional information was received that the clik anchor was not returned and the device information is unknown despite good faith efforts.

Manufacturer narrative:
The complaint was confirmed. The returned lead was analyzed; visual and x-ray inspection of the lead revealed that all cables were completely broken at the bent or kinked location of the lead. The bent or kinked location is 1 cm from the set screw mark of the clik anchor. There are no exposed cables at the clik anchor site fracture location. The lead was kinked after it exits the clik anchor resulting in the reported complaint.

Event description:
It was reported that the patient's leads displayed high impedances on multiple contacts. The patient was initially reprogrammed around the high impedances, however, still experienced inadequate stimulation. In addition, the patient experienced a fizzing sensation down the right leg. The patient underwent a lead revision procedure where both leads were replaced. It was identified during the procedure that there was lead damage, possibly due to the suture anchors being too tight around the leads. Both leads were replaced and the patient is recovering.